Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant as the physician could not find a good branch with good measurements. After several attempts, the physician decided to put in an intraseptal lead. Furthermore, the lead helix broke when trying to remove tissue from the lead. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant as the physician could not find a good branch with good measurements. After several attempts, the physician decided to put in an intraseptal lead. Furthermore, the lead helix broke when trying to remove tissue from the lead. The lead was never in service. No adverse patient effects were reported.